Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was found unconscious on the floor by the husband. The patient's blood glucose levels decreased to 1.4 mmol/l (25.2 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. The ambulance was called and the emergency medical technician (emt) administered dextro to treat the patient's hypoglycemia. The patient was then transported to the emergency room (ER). Symptoms reported include low blood glucose levels, loss of consciousness and bleeding due to falling when passing out. The patient was treated with 10 stitches in the head at the emergency room due to the fall.